Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new brady lead with a different model was placed in the left bundle branch placement. No additional adverse patient effects were reported.